Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the capio device was deployed partially into the sacrospinous ligament. When the capio device was withdrawn from the patient, it was observed that the suture was not in the capio device. It was reported that the suture did not break. The suture remained stuck in the ligament after the capio device was removed, and the physician decided to leave the bullet/suture in the patient and the procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.